Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the rep was unable to increase the amplitude above 0.1 volts (v). They had the same problem on both sides. The rep checked all the connections, noting that they looked fine. They were unable to troubleshoot at the time of the report. On (B)(6) 2017, it was reported that, after further examination from the nurse practitioner (np), they were made aware that the patient broke their left lead. It was noted that the right side was not affected and the np was able to hook up the right lead with a unilateral cord, which the patient tested for another two days. The trial was successful and the patient was going to the implant in (B)(6) 2017. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.